Manufacturer narrative:
This 3i product was discarded by the doctor, therefore this complaint cannot be confirmed. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that this screw, placed on (B)(6) 2011, has fractured.